Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump alarmed button error. Customer's blood glucose level was 160 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.